Manufacturer narrative:
.

Event description:
It was reported that vns patient underwent a full revision surgery due to an unexplained high impedance (>10000 ohms). The review of the manufacturing records confirmed that the devices passed all functional tests prior to distribution. The in house programming and diagnostic data was reviewed. The review of the this programming history data did not reveal any anomalies. A battery life calculation using the available programming history showed approximately 2.6 years left until eos is yes. Further follow up with the surgeon indicated that patient was referred to the surgery because her battery was almost empty, and high lead impedance dcdc 7. The electrode seemed fine on x-rays but the surgeon expected the problem not to be resolved with the new implanted generator. So after the changing of the battery to a new aspiresr device the impedance was still high (>10.000 ohms). After the replacement of the lead the impedance returned to the normal value (1592 ohms). No explanted devices were returned to the manufacturer for the analysis and no additional relevant information has been received to date.